Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 680i synchron access clinical system generated erroneous total bilirubin (tbil) results for both quality control (qc) and patient samples. Customer reported that the samples were repeated on another instrument which produced acceptable results. Customer reported that qc failure was operator error. Customer reported that erroneous results were not reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a slight bend in the cartridge chemistry (cc) sample probe. The fse found the cc and modular chemistry (mc) sample probe wash collars were also dirty. The fse performed cuvette absorbance, and lamp alignment and saw the results were a little high. The fse replaced the photometer lamp, sample probe and wash collars. Calibration, qc and precision run were done after the repairs and the results were acceptable.

Manufacturer narrative:
Evaluation- results: wash collar. Customer reported that the dxc 680i generated erroneous tbil results on two different days, (B)(4) 2011 and (B)(4) 2011. This report is one of two reports related to two reportable events that occurred on two different days. This report is related to MDR#2050012-2011-08598.